Event description:
It was reported that the patient had been admitted to the emergency room for seizures, and the emergency room was using the magnet to attempt to abort the seizures. The seizures were not being aborted by the magnet, but the device showed that the magnet swipes were being recorded. Lead impedance of the vns system was within normal limits at 1666 ohms. The patient was reportedly stable at the time of report. Good faith attempts for additional information have been unsuccessful to date.